Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the site. The biomed replaced the ups that was damaged due to a power surge. The customer requested review of logs to determine device behavior around the time of a reported patient death during telemetry monitoring loss. The fse assisted the customer in contacting clinical to open an incident case with logs for further assistance. The customer then responded that they were all set and did not provide any additional information. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a patient death occurred during a power outage during telemetry monitoring loss. The customer would like to know if device was working properly or if device batteries were not swapped since the mx40 in question used aa batteries. No other clinical information or medical intervention was reported.